Event description:
Pt was brought to the ER lab due to ventricular pacing lead not capturing consistently. When testing the lead found a fracture of the lead in the clavicular-first rib area. It was noted that the pt had recently been involved in an mva (motor vehicle accident). This would probably describe the location and type of problem with the lead. Since the pt had been opened and pacemaker was noted to be several years old, dr thought it would be best to change the device at that time also. The old fractured lead was capped and a new ventricular lead implanted. The old device was removed and sent to medtronic for cleaning and pt's name inscribed on if and device was sent to pt per request.